Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Foreign body sensation, conjunctival hyperemia, unwanted eyelid sensation and allergic reaction are identified as known inherent risks of glaucoma stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information available, the surgeon believes that the root cause of the reported event is related to the eye drops, but cannot exclusively confirm. MFR# reference: (B)(4).

Event description:
Initially, it was reported that following a left eye cataract plus trabecular micro-bypass stent procedure, the patient presented with an allergic reaction around the eye lid, and requested to have the stent removed. The surgeon observed some hyperemia, but no intraocular inflammation with a clear visualization. According to the surgeon, the stent did not harm the patient. Through follow-up, the following additional information was provided. Eight (8) days postoperatively, the surgeon observed very mild conjunctival injection, and the patient reported a foreign body sensation, which began on postoperative day six (6). On postoperative day ten (10), hyperemia on the conjunctiva palpebrarum and the conjunctiva bulbi, itchy eye, and eye discharge were observed. The patient was treated with steroid drops and ointment. Following treatment, the symptoms were reportedly resolving with persisting conjunctival injection. The surgeon ruled out the causal relationship of the reported symptoms with the stent. On 10/03/2018, the following additional information was received. Reportedly, the symptoms did not improve following treatment and the stent was subsequently explanted on day seventeen (17) post-op. Post stent explant, there was persistent allergic reaction, and the surgeon continued to rule out the causal relationship of the reported symptoms with the stent. The surgeon suspects that the allergic reaction was caused by eye drops, but cannot be confirmed as the patient declined to stop using the drops.